Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the ipg site. The patients wound was not healing and a drainage was observed at the laminectomy site since implant. It was also noted that the inferior aspect of the laminectomy wound was opened. It was unknown if the infection was device or procedure related. The patient was placed on antibiotics and will undergo an explant procedure.

Event description:
It was reported that the patient developed an infection at the ipg site. The patients wound was not healing and a drainage was observed at the laminectomy site since implant. It was also noted that the inferior aspect of the laminectomy wound was opened. It was unknown if the infection was device or procedure related. The patient was placed on antibiotics and will undergo an explant procedure. Additional information was received that the patient underwent an explant procedure. The explanted ipg and lead were not returned.